Event description:
A report was received that the patient was experiencing a shocking sensation at the base of the skull while the stimulation is on. The physician decided to explant the patient and re-implant with a new ipg and lead. The patient was reportedly doing fine after the explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1110-02, serial#: (B)(4), model description:precision implantable pulse generator (ipg) the explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.